Event description:
It was reported to philips that exposure button was not working consistently, which can impact the imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was completed as planned by using the same footswitch, as the issue occurred after the procedure completion. The philips field service engineer (fse) visited system onsite and confirmed that the exposure button did not work properly. The review of system log files showed footswitch signal errors. Upon troubleshooting, the fse found a loose connection on the footswitch. The fse reseated the footswitch connections and the issue was resolved. However, the same issue reoccurred on another day, where fse found issue with the wired footswitch. To resolve the issue, the fse replaced wired footswitch in another case, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The exposure button issue did not impact the completion of the procedure. The procedure was completed as planned as the issue occurred after completing the procedure, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.